Event description:
It was reported to boston scientific corporation that an endovive safety peg push method was placed during an esophagogastroduodenoscopy (egd) with initial percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the pull wire broke into two pieces inside the peg tube and so it was cut and removed. The procedure was completed with a new endovive safety peg push method. There were no patient complications reported as a result of this event. Correction as of 08mar2021: it was reported to boston scientific corporation that an endovive safety peg push method was placed during an esophagogastroduodenoscopy (egd) with initial percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2021. During the procedure, the core wire broke into two pieces inside the peg tube and so it was cut and removed. The procedure was completed with a new endovive safety peg push method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a0401 captures the reportable event of core wire broken. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg push method was placed during an esophagogastroduodenoscopy (egd) with initial percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the pull wire broke into two pieces inside the peg tube and so it was cut and removed. The procedure was completed with a new endovive safety peg push method. There were no patient complications reported as a result of this event.